Manufacturer narrative:
Patient identifier, age, date of birth, gender and weight are unknown. Patient over 18 yrs old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a calculus removal procedure performed on (B)(6) 2010. According to the complainant, the device was unable to conduct current. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear which elongated the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. Additional testing found that continuity existed between the 2-in-1 connector and the exposed cutting wire; the measured cutting resistivity was within specification. The condition of the returned incident device was not consistent with the complaint that the device would not conduct current. During manufacturing tome devices are 100% inspected, therefore, the most probable root cause for the condition of the returned device is likely due to operational context. The device history record was reviewed and found to meet all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a calculus removal procedure performed on (B)(6), 2010. According to the complainant, the device was unable to conduct current. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.